Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had an estimated longevity of less than three years due to excessive current drain. The ICD was removed and replaced. During the device replacement, a new right ventricular (rv) lead implant was attempted, but the lead could not pass through the vessel due to size. The lead was not used, and a smaller lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.